Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV". Device has been explanted and replaced.